Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that a cs-054 call service alarm occurred 3 or more times within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 12/04/2014 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/13/2014 with the following findings:the occurrence of several cs-054 call service alarms was confirmed in the black box and history data; these alarms occurred directly subsequent to a cs-088 call service alarm. The pump was exercised for 24 hours, during which no cs-054 call service alarms were observed: the reported issue was not duplicated. The pump case was removed, and no evidence of internal damage or defect was found. During analysis, the pump operated according to the specifications. A cartridge cap was not returned with the pump; a test cartridge cap was used during the analysis.